Event description:
A customer contacted beckman coulter regarding a false negative (-) total bhcg (tbhcg) results from a single pt sample that was generated by the access 2 instrument. An initial tbhcg result was reported out of the lab. The tbhcg result was questioned by the physician. A fresh sample was collected from the pt and tested for tbhcg. The tbhcg neat result was ">1000miu/ml" and 97,653miu/ml when ran in auto-diluted mode. The customer then re-tested the pt original sample for tbhcg. The repeated tbhcg neat result was ">1000miu/ml" and 92,048miu/ml when ran in auto-diluted mode. The customer re-tested the pt original sample for tbhcg 2nd time. The tbhcg neat result was ">1000miu/ml" and 88,493miu/ml when ran in auto-diluted mode. The customer did not receive any report of pt injury or change to pt treatment attributed to or connected with this event.